Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/13/2024. An investigation was conducted on 05/15/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood and charred material were observed on the device. A microscopic inspection was conducted. The gray silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be twisted and detached from the tip of the jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results. The reported failure "material twisted/bent wire" was confirmed. The lot # 3000367439 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 the cauterizing metal tip on the inside of the jaws was kinked and protruding out. Issue was noticed after taking first couple of branches. Believes jaws were closed when inserting wand of hemopro into the hub of the device.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - health effect ¿ clinical code from "4580 " to "4582".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 the cauterizing metal tip on the inside of the jaws was kinked and protruding out. Issue was noticed after taking first couple of branches. Believes jaws were closed when inserting wand of hemopro into the hub of the device. Used new device to complete the procedure. Delay to get a new device. No harm.